Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500mg/dl which was treated with insulin pen. Customer¿s previous blood glucose was 228mg/dl and current blood glucose was 336mg/dl. Customer stated that they had alert like change sensor and customer had differences between sensor glucose, blood glucose, but self test was ok. Customer stated that keypad was unresponsive sometimes but at time of call it was responding. Products will be return for analysis.